Manufacturer narrative:
Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the transfer carriage impacted an operator on the chin when removing from the steam sterilizer, causing a scratch and bleeding. The user facility reported that the operator cleaned the area and self-applied an antibiotic and band-aid. The operator did not seek any further medical treatment.

Manufacturer narrative:
A steris service technician inspected the transfer carriage and found that it was not locking properly to the unit. The technician repaired the transfer carriage and confirmed it was operational.